Manufacturer narrative:
Concomitant products: product ID 3889-41, lot # va0554h, implanted: (B)(6) 2013, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
The patient reported that they did not feel stimulation. The therapy was not on and once the therapy was turned on the patient felt stimulation. The programmer would not allow the patient to increase stimulation. The programmer was showing the screen ¿turn your implantable neuro stimulator (ins) on.¿ once the ins was turned on the patient confirmed that she saw the lightening bolt. The therapy was on 2 settings. When the patient was in her car she was normally set on 2 at 0.9 v. If she started to feel pain, she increased it up to 1.0v. The patient started to feel pain today but it resolved and went away after the implantable neuro stimulator was turned on. The change in therapy/symptoms was considered sudden in nature. When asked if she was implanted for pain the patient indicated yes that she was implanted for pudendal nerve entrapment. Otherwise the patient was a happy camper and thought that interstim was an amazing machine. The indication for use was urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor.